Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2025-17566. It was reported that the patient presented to the clinic due to swelling and infection noted at the device site. The infection was not associated with any abbott product and/or procedure. The physician decided to remove the device and the lead. During the procedure, it was noted that the device was unable to remove the setscrew from the header and the lead was failed to detach from the device. The device and the lead were explanted. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented to the clinic due to swelling and infection noted at the device site. The infection was not associated with any abbott product and/or procedure. The physician decided to remove the gallant, right atrial (ra) lead and right ventricular (rv) lead. During the procedure, it was noted that the device was unable to remove the setscrew from the header and the leads was failed to detach from the device. The device and the leads were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: update b5.

Manufacturer narrative:
The reported event of failure to remove lead from the header was not confirmed. As received, a complete lead was returned in two pieces. Device insertion test could not be performed due to as received condition of the lead. Dimensional analysis found the diameters of the connector pin, connector ring electrodes and the connector seal zones were found to be within specification. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil due to excessive forces during the procedure. Blood was noted on the connector cap. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be traced to the device.